Event description:
It was reported that the patient was dissatisfied with their spectra penile prosthesis. The lack of rigidity resulted in bending during the beginning of penetration. Boston scientific has been unable to obtain additional information regarding the circumstances surrounding this event to date. Product not expected to be returned. Should additional information be received or product be returned, a supplemental report will be filed upon completion of product analysis.